Event description:
It was reported that there was condensation beneath the display. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.